Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Patient presented to dr. (B)(6) office with a femoral fracture 3 days post medial makoplasty. The fracture line was through the bone pin tracts. Surgeon had to fix the fracture with open reduction and internal fixation with a distal lateral femoral long bone plate and screws.

Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Patient presented to dr. (B)(6) office with a femoral fracture 3 days post medial makoplasty. The fracture line was through the bone pin tracts. Surgeon had to fix the fracture with open reduction and internal fixation with a distal lateral femoral long bone plate and screws.